Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service technician evaluated the device. The device was set to run at 4500 rpm's with the temperature reading being monitored with terminal diagnostic software for more than an hour. The service technician was unable to verify the problem. Temperature readings were stable. Complete functional testing was successfully performed. The unit was returned to service. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).